Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va13tlf, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported ¿battery off emits electric current¿ during normal use. A consumer stated that she was not able to work because she felt sick due to the device and complained she was in pain in her whole body because of the device mainly when it was off. The hcp thought the consumer had psychological problems, like depression. The device was working well because the representative did the programming and tested all the parameters. The consumer asked to remove the device and the issue was noted as not resolved at the time of the report. It was noted that the consumer¿s pain was whole body pain, wherein she asked to remove the device and this lead to or extended patient hospitalization for 7 days with noted permanent injury of pain in whole body. There was partial explant of the lead on (B)(6) 2016. Additional information from the representative reported the ins and remaining lead segment were explanted on (B)(6) 2017. The permanent whole body pain had not been resolved, she was still in pain. The additional actions/interventions noted to have been taken to resolve the reported permanent whole body pain included the consumer¿s physiatrist found out that the consumer had radiculopathy in s2 and was now treating her, and the representative was no longer involved in the case to take care of her pain.